Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 2.2 mmol/l (39.6 mg/dl) while wearing the pod. Symptoms reported include convulsions and loss of consciousness. The patient was treated with 2 glucose injections at home and the ambulance was called to transport the patient to the hospital. As treatment, 5 dextrose tablets were given and the patient was placed under observation and released the following day.